Event description:
It was reported the patient had a shocking or jolting sensation. It was stated two years prior to report the patient went to mardi gras and someone touched her shoulder with an "electric glove that glitters when it touches someone.¿ it sent an ¿electric charge through her and she felt a jolt at her lead site.¿ the patient felt terrible after it happened and told her husband to take her home. When she got home she turned her stimulator off and then on again to ¿reset it¿ and felt fine after the event. It was not known if the gloves emitted an electric current or if the patient just reacted from the gloves themselves.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v340504, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v340504, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).